Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis was able to confirm the reported complaint. Failure analysis found the primary failure of broken blade to be related to the customer reported complaint. The blade broke approximately 0.21¿ from the base. The broken piece was not returned with the instrument. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of this issue is attributed to mishandling and misuse. A review of the device logs for the harmonic ace instrument (part# 480275-08 / lot# l90211012-0387) associated with this event has been performed. Per this review of the logs, the instrument was last used on 16-june-2022 via system sk3200 for a pulmonary lobectomy procedure. This is a single use instrument. There is no indication that the instrument was used in subsequent procedures after the alleged event reported in this record. The last usage of the device was before the reported event date. An image of the harmonic ace instrument related to this event was received and reviewed by a regulatory post market surveillance (rpms) analyst. A review of the provided image is consistent with the allegation of an instrument that has damage at the blade or broken blade. This complaint is considered a reportable event due to the following conclusion: it was alleged that a fragment from the harmonic ace instrument fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure.

Event description:
It was reported that prior to the start of a da vinci-assisted pulmonary lobectomy surgical procedure, the harmonic ace instrument was not recognized. The instrument was removed and inspection identified physical damage on the instrument head. The procedure was completed using a backup harmonic ace with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no broken piece of the harmonic ace instrument that fell into the patient's anatomy. After the instrument was activated, the instrument broke immediately upon contact with the anatomical tissue. No additional surgical procedure was required to remove the instrument and there were no post-operative tests performed. The surgeon believes that the instrument broke due to product quality problems. The instrument was being prepped for surgery prior to the issue. The harmonic ace was inspected prior to use but there was nothing unusual found. The harmonic ace was used for dissecting when the device fragment fell inside the patient. There was no issues with the functionality of the harmonic ace during the procedure and there was no instrument collision with other instruments or hard materials. The fragment fell inside the patient during an instrument tip collision. The instrument was removed during the procedure, but there was no resistance felt when the device was removed from the cannula. Upon the final removal of the instrument, the surgical staff did not notice any damage to the cannula nor was there any other damage to the instrument after the event occurred. There was no injury to the patient and the patient has not returned to the hospital for any post-surgical complications related to retaining a foreign object.